Manufacturer narrative:
The pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 104 mg/dl. Customer added insulin to cartridge while it was still loaded on the pump. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.